Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under-infused. This was identified after use of the device. It was further reported the device had been filled with 60ml of fluorouracil and 44ml of saline to a total fill volume of 104 ml the expected therapy time was 46 hours; however, after 46 hours almost half of the drug remained in the bladder. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 18, 2020 - november 19, 2020. The actual device was received for evaluation. The sample was returned containing 78 ml of residual drug fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.